Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an oesophagectomy procedure, the stapler was not cutting. The surgeon could not begin to staple and fire. There was no patient injury.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. If information is provided in the future, a supplemental report will be issued.